Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received seven inappropriate shocks in one night. Upon a data review, the physician noted that the shocks were delivered due to over-sensed artifacts. Additionally, the smartpass feature automatically disabled due to low amplitude measurements. The artefacts were reproducible in-clinic via provocative maneuvers in both the primary and alternate sensing vectors, but not in the secondary vector. Diangostic imaging was performed which showed adequate system placement, but the s-ICD electrode was found to be a bit higher than expected. The physician elected to reprogram the device to the secondary vector, but disabled shock therapy to prevent further inappropriate shocks. The s-ICD data was forwarded to boston scientific technical services (ts) for review and is was discussed that the over-sensed artefacts were most consistent with sense node b artifact noise. Close monitoring was recommended, if a non-invasive solution was preferred. However, after further discussion with the patient, it was stated that the s-ICD system will most likely be explanted, but this has not yet occurred. At this time, the s-ICD system remains implanted, but therapy is programmed off. No additional adverse patient effects were reported.